Manufacturer narrative:
Section d4, device manufacture date, usage of device: additional information. Section d4, device manufacture date: device serial number was not provided; device expiration date and manufacture date are not available. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the log files submitted for review. The submitted log files contained data from (B)(6) 2019 to (B)(6) 2019, per the time stamps. A no external power event can be associated with a loss of ac power while the controller was connected to a mpu was recorded on (B)(6) 2019 at 06:18:05pm. The mpu power was restored 18 seconds later and the alarms cleared. The pump support was not affected and the system was supported by the backup battery during this event. Attempts were made to obtain the information regarding the event. In response, an email was received from vad coordinator: "the serial number of the mpu is unknown; however, patient does have the locking cord. At the time of this loss of power incident, patient was having construction done at the house". No more further information was provided. As a result, the exact cause of loss of power incident is still unclear. To date, the mobile power unit (serial number unknown) associated with this complaint was unavailable for an evaluation and the complaint file will close accordingly. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. Technical services reviewed the submitted log files which showed a no external power alarm while attached to the mobile power unit (mpu). It was reported that was construction occurring at the patient¿s home and different electrical outlets were being used. No additional information was provided.